Event description:
It was reported that the parts of the pump touchscreen was unresponsive to touch input. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.